Event description:
It was reported that the device¿s sleep/wake button appeared unresponsive, with the screen not turning on when pressed, and normal function resumed after waiting and attempting again during the call. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no impact to blood glucose, with continuous glucose monitoring showing 86 mg/dl. Investigation included on-call troubleshooting and user education regarding proper button press technique and device cleaning. Investigation of this case revealed no device malfunction observed during the interaction, and the issue was resolved with guidance to use a brief tap-and-hold rather than forceful pressing and to clean the device regularly. It was concluded, based on previously established findings for similar reports, that the cause was user technique.